Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading was 388 mg/dl. The customer stated that he went out for dinner and he wanted to change the insulin pump and sensor. Customer stated that he was already out eating dinner and he could not change the insulin pump so he gave himself some insulin. Customer stated that he had symptoms related to their high blood glucose was nausea and thirst. The customer was treated with intravenous insulin infusion at the hospital. The customers last blood glucose reading was between 300 to 400 mg/dl when admitted to hospital. The insulin pump will not be returned for analysis.